Manufacturer narrative:
The reported event of inadequate shock and high-voltage (hv) output issues were not confirmed. Rv pacing output issues were confirmed relating to electrocautery damage. The device was received at near elective-replacement voltage level, with normal telemetry communication and normal atrial pacing and hv outputs. Right ventricular (rv) pacing output was not detected during initial testing, while the rv lead impedance was normal. Visual inspection identified multiple electrocautery marks on the device housing consistent with the rv pacing issue. Following power cycling, the device fully recovered and demonstrated normal functionality. Further testing of electrical and mechanical features, including leads impedance, capture, sensing, and hv output did not identify any functional issues. The device has been implanted for 9.86 years, exceeding its projected service life and consistent with expected longevity.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered multiple inappropriate shocks due to noise oversensing on the right ventricular (rv) lead and right atrial (ra) lead. Additionally, the ICD exhibited under-sensing and an unspecified output anomaly failure. Programming changes were performed to turn off defibrillation. The physician elected to explant and replace the ICD. On (B)(6) 2025, during this procedure, the rv lead was also capped and replaced. During the procedure, no capture was noted on the ICD and rv lead. The patient condition was stable.